Manufacturer narrative:
The manufacturer previously reported a third party service center replaced the blower motor and active exhalation control module. The blower motor and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination. The active exhalation control module was evaluated and found the proportional valve to be stuck open.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower assembly and active exhalation control module were replaced to address the issues.